Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used in the proximal lad to treat a lesion exhibiting mild tortuosity, mild calcification and 70% stenosis. No damage was noted to the packaging. No issues removing the device from the hoop. Device was not inspected. The lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that the device was expired approx. 2 and a half months when implanted. No other issues expressed. No patient injury reported.